Event description:
A malfunction on a pump was reported by the customer, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and since the malfunction code did not recur, the customer was informed they could continue using the pump. The customer was also advised to contact support again if the malfunction reoccurred. No additional assistance was required for loading the cartridge or resuming insulin delivery.